Event description:
It was reported that during a photoselective vaporization of the prostate procedure four fibers failed. The tips of the fibers detached inside the patient and were removed. The procedure was completed with a fifth fiber utilizing a total of 113,005 joules and 26:45 minutes of use, with no clinical consequences to the patient.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00934. This report is for the same event as manufacturer report: 2937094-2020-00935. This report is for the same event as manufacturer report: 2937094-2020-00938. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device identified that the glass cap and metal cap were detached and not returned. The hene (helium-neon) laser fixture testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with the fiber. Based on the observed metal cap and glass cap detachment the as reported event is confirmed and an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The metal and glass cap detachment likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted metal cap and glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00934, this report is for the same event as manufacturer report: 2937094-2020-00935, this report is for the same event as manufacturer report: 2937094-2020-00938.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure four fibers failed. The tips of the fibers detached inside the patient and were removed. The procedure was completed with a fifth fiber utilizing a total of 113,005 joules and 26:45 minutes of use, with no clinical consequences to the patient.